Manufacturer narrative:
Patient's date of birth is unknown; however, it was reported that the patient was born in 1936. (B)(4). A visual examination of the guidewire revealed that the distal tip has the corewire exposed, rolled up and was sliced. Presence of adhesive was noted. The very tip of the metal core wire was exposed. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used in a technic of rendezvous procedure performed on (B)(6) 2016. According to the complainant, during the extraction of the dreamwire guidewire with a snare device, the hydrophilic coating peeled. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: the tip of the metal corewire was exposed.